Event description:
Ventricular oversensing was reported. Preliminary analysis confirmed the reported issue. Nevertheless, the source of noise could not be identified with certainty. Patient care recommendations have been provided (emi investigation, x-ray, provocative maneuvers, evaluation of the benefit of a re-intervention).

Event description:
Ventricular oversensing was reported. Preliminary analysis confirmed the reported issue. Nevertheless, the source of noise could not be identified with certainty. Patient care recommendations have been provided (emi investigation, x-ray, provocative maneuvers, evaluation of the benefit of a re-intervention).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.